Event description:
The product was bent and she removed it from the patient before it tore the plastic part of the catheter.manufacturer response: they will evaluate the device and send a quality report to us.